Event description:
It was reported that approximately seven minutes into the procedure (a left acl reconstruction case), the pump began infusing fluid rapidly into the patient. The pump alarm sounded with a pressure fault message. The tubing was checked for kinks; all was okay the pump was restarted and the same thing happened. A new pump was brought in and the tubing was replaced. The surgeon noted the patient's knee/thigh was full of fluid. The procedure was stopped; the case was cancelled.

Manufacturer narrative:
Follow up with the reporter provided additional information that the patient's knee was massaged to remove excess fluid. The patient was released and the procedure will be rescheduled. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Inspection of the returned tubing revealed the bladder/sleeve inside the drip chamber was partially collapsed. Function testing revealed no defects in the tube set and the set was observed to function properly; the complainant event could not be recreated. Device history record revealed nothing relevant to this event. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.